Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that chemotherapy leaked from the bag junction between the diluent bag port and bd phaseal¿ optima infusion adapter (c100-o), coming into contact with the rn's skin. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "I want to report another chemo spill in hopes that we can coordinate the product being returned for further inspection to identify the spill¿s origin. The dose was compounded in a baxter 500 ml viaflo non-pvc ns bag (lot: 20h20e3j / exp: 1/31/2022), primed w/ baxter¿s clearlink system non-dehp continu-flo solution set (2h8537), and assembled using a phaseal optima c100-o infusion adapter. It doesn¿t appear that there was any faulty assembly or human error producing the spill." "So the bag spike (c-100) fell out of the bag? Sorry it isn¿t clear what happened and I want to have all details to better troubleshoot. The compounded dose leaked from the bag at the junction between the diluent bag port and the phaseal optima adaptor (c100-o). I ma not sure how this leak came about. We saved the bag to send back for testing the pieces and parts to see what the cause was. It doesn¿t appear there was human error in our assembling/compounding the dose so we want to know if there was a defective part that caused the spill. Perhaps there was a burr in the plastic that caused a tear/puncture. Not entirely sure what happened." "Was anyone injured during use? The chemo agent (etoposide) came in contact with administering rn¿s skin. She seems to be okay now though." "A similar incident occurred approximately two weeks ago w/ the same nurse".